Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during intial drain of peritoneal dialysis (pd) therapy. The patient pressed go to begin therapy before connecting to the setup and connected afterward. The patient would complete therapy by starting over with new supplies. There was not patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient had pressed go before connecting for therapy, which is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.